Event description:
The customer reported obtaining erratic potassium (k) issues involving a beckman coulter au680 clinical chemistry analyzer. The customer indicated that the analyzer was brand new and was not used to report patient results. The customer was running quality control (qc) and patient precisions when they obtained erratic high k results and repeat of the samples would recover different k results. The customer performed routine maintenance and replaced the k electrode but the issue was not resolved. No results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and noted that the reference electrode was letting air into the system. The valve was replaced to stop the air leakage and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).